Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bd phaseal¿ protector p50. There was no report of injury or medical intervention.

Manufacturer narrative:
Pictures received show a yellow leak in the membrane of the protector. Five retained samples have been evaluated. Visual inspections showed no defects. They were connected to a vial and no issues were found. The protectors fitted properly to the vial. No leak was found between the protector and the vial during handling. No leak between the protector and the injector either. Leakage test was performed on the retained samples: no leakage found through/around phaseal membrane. No quality notification or maintenance interventions were found during device history record review. During manufacturing process, several tests and inspections are carried out to avoid faulty parts. Among others, functionality and leakage test are performed to guarantee the quality of protectors. Leak through phaseal membrane pictures received show a yellow leak in the membrane of the protector. Five retained samples have been evaluated. Visual inspections shows no defects. They were connected to a vial and no issues were found. The protectors fitted properly the vial. No leak was found between the protector and the vial during the handling. No leak between the protector and the injector neither. Leakage test was performed on the retained samples, no leaks found according to (B)(4). Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Leakage test is performed according to pc-226 to verify that are no leaks trough/around phaseal membrane. Conclusion pictures received show a yellow leak in the membrane of the protector. However, no defects were found in retained samples. Assembly and molding lots were reviewed and no qn¿s or other events were found. The root cause of the complaint cannot be confirmed.